Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach/breach (non-electrical) and apparent explant damage.

Event description:
An allegation from an attorney indicated the patient" suffered physical and other injury as a result of the recalled lead" and "underwent surgery to extract the defective lead wire". Patient "suffered and will continue to suffer appreciable harm" and "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". Patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following:the implantation, recall, failure, removal/replacement, and/or inability to have the defective" lead removed or replaced. Approximately five months later, an allegation from the same attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.